Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip would not feed into the jaw properly and after several squeezing the trigger the jaw would not open. The case was converted to an open procedure.

Manufacturer narrative:
H6; damaged cam channel. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the cam channel and the trigger were damaged which prevented that jaws from opening and closing as designed. No conclusion could be reached as to how the damage to the instrument occurred. The instrument was disassembled and only nine clips remained in the instrument, indicating that the instrument had fired eleven clips previously. As the clips were not returned with the instrument, nor were the formation of the previous clips in question, it could not be ascertained how the damage occurred to the cam channel and trigger at the twelfth firing. It should be noted that each instrument is inspected thoroughly during the mfg process and damage of this nature would have been found during inspection and testing of the instrument.